Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for another surgery to have this device extracted due to some complications. An attempt to obtain further information was made but was unsuccessful. No additional adverse patient effects were reported.